Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with complaint of chest pain. A computed tomography (CT) angiogram revealed that the right ventricular lead had perforated the myocardium. No device intervention was performed. The patient was stable.